Event description:
A student at the north hollywood public health inadvertently spilled a vial containing aptima specimen transfer kit solution into her left eye. The vial was sterile and did not contain specimen. She experienced burning of the eye after spillage. As directed in the msds, she received medical attention and the eye was irrigated with copious amounts of water with subsequent resolution of symptoms. No further treatment was required.